Event description:
Country of complaint: (B)(6). Complaint: tip fo the product was broken. Procedure: anterior cervical plate fixation to c3/4/5- case description: intra-operative breakage of abc self-locking assistance (approx 2mm remains in pt). The surgeon notice that self-locking pin of the screw in c5 did not elevate by itself when removing the screw driver. So he attempted to forcefully pull up the locking pin, using a self-locking assistance, with no avail. Finally he gave up on pulling up the locking pin, and removed the self-locking assistance (hereafter "device"), when it was found that the tip of the device was broken. The breakage tip remained in the screw head, and he was unable to remove it from the screw head. The surgeon decided to finish the procedure with the breakage tip inside the screw head. According to the sales rep, who was watching the procedure in the operating room, there may have been torsion and bending force applied when manipulating the device, and its tip may have been exposed to extreme load, which brought the device to snap-off in the end.

Manufacturer narrative:
Eval on-going at OEM.